Manufacturer narrative:
The product was returned and detailed analysis is pending.

Event description:
--

Manufacturer narrative:
The field representative later reported that this patient has a follow appointment with their physician and then will be schedule for an atrial lead revision. No chest x-ray was ordered.

Event description:
--

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) detected pacing impedances > 3000 ohms on this right atrial lead. These impedances had been around 499 ohms. This patient has had several atrial tachycardia responses. There was reported capture at 2.2v. The left ventricular (lv) lead was turned off as there was reported farfield lv oversensing unrelated to the right atrial lead issue. No adverse patient effects were reported.

Manufacturer narrative:
Technical services discussed troubleshooting. Resolution was requested from the field however, no further information has been provided. Should additional information become available, this event will be updated.

Manufacturer narrative:
It was later reported that the atrial lead was explanted and a break in the insulation was noted as there was blood in the lead. The crt-d was also explanted as there was blood in the ra port of the header. A new lead was attempted (4087) and impedance measurements were > 3000 ohms despite several reinsertions and screws deployed. This lead tested 600 ohms through the pacing system analyzer. A return request was made for the products.

Manufacturer narrative:
The complete lead was returned and visual observations noted set screw marks on the terminal pin and ring. The insulation of the cathode coil was melted and the anode coil was also melted at 18.5 cm from the pin which resulted in this lead failing resistance testing. Analysis could not confirm the reported allegations; however the melted coil was most likely from electrocautery damage.